Manufacturer narrative:
The nail was removed and the patient was implanted with a new precice nail without incident. To date, the patient is doing fine and no negative outcomes were reported. A DHR review revealed that there were no deviations from the manufacturing process, and that the device was released within specifications.

Event description:
A distributor reported that a patient's precice nail was removed after approximately one (1) month of implantation. The surgeon alleged that the nail did not appear to have achieved expected target length.

Manufacturer narrative:
A visual inspection of the returned device revealed that the nail was partially distracted and undamaged. X-ray images revealed no damage to the internal components. Functional testing of the precice nail revealed that the device was able to be distracted and retracted when tested with both a high speed magnet tool and an erc unit. The device operated within specifications and was fully functional; no malfunction was detected. A review of the lot history record revealed that the nail met all the required quality inspections and was released within specifications.